Event description:
Customer reported an abo discrepancy on galileo for a donor sample. They were running a fwd_abo assay. The unit was labeled a positive but galileo typed it as ab positive. No patient was harmed as the results of the abo discrepancy.

Manufacturer narrative:
Instrument images were reviewed via blud direct. Review of the images indicates that the unexpected results had been caused by fibrin in the test well. The customer repeated the sample and obtained the expected results. The event is due to the nature of the sample.